Event description:
Technical services received a call on 05/11/2011. Caller stated that he thinks this lead was perfed. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)